Manufacturer narrative:
Retainer = black. On (B)(6) 2021 the customer alleged the insulin pump alarmed critical pump error (open book image) alarm, moisture damage, and small cracks in the insulin pump. The following were noted during physical inspection: scratched case and pillowing keypad overlay. No small cracks on the pump noted during physical inspection. Device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. The pump was cut open to perform a visual inspection. Corrosion/rust was found on the motor. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), force sensor, keypad flex tail, and vibrate harness assembly. A review of the main error log shows pump error 63 alarms (no date and time recorded) triggered the critical pump error (open book image) alarm due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification. A test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book image) alarm is confirmed. Small cracks on the pump is not confirmed. Critical pump error (open book image) alarm and pump error 63 alarms are found in the main error log due to moisture damage on the electronic assembly (pcba 1 and pcba 2). No cracks on the pump noted during physical inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image. Customer stated that insulin pump got wet before the open book image went off. The insulin pump had small cracks. Customer stated that insulin pump was malfunctioning. The insulin pump performed safety checks and an error was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.